Event description:
It was reported that inflation could not be maintained on one (1) m8sct, specialized single cannula cuffed tracheostomy tube. This was detected immediately after insertion. The device was removed and patient reintubated. Limited information was available from the source reporter. It is unknown if the device was tested prior to insertion. There was one (1) patient involved with no reported patient compromise. Although patient's diagnosis was not provided, patient is in isolation. The reported m8sct device ws discarded and disposed of per facility's policy for contagious products. The m8sct device will not be returned to the manufacturer for identification, analysis and investigation.